Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels 54 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device properly calibrated during testing using the glucose sensor simulator. Device received with the sensor glucose and blood glucose in acceptable range during testing using the glucose sensor simulator. Device received missing serial number label. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).